Manufacturer narrative:
(B)(4). Returned product pending evaluation results.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer observed symptoms of headache. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 254 mg/dl and 233 mg/dl. Verified storage of product is within instructed specification. Test strips lot manufacturer's expiration date is 04/30/2018 and open vial date is not verified. Customer is concerned about the results that are above 200 mg/dl and thinks that her blood sugar level cannot be above 200 mg/dl. Recalled test results performed fasting from meter memory: 299 mg/dl (B)(6) 2015 01:15 pm; 241 mg/dl (B)(6) 2015 01:15 pm; 111 mg/dl (B)(6) 2015 01/13 pm; 116 mg/dl (B)(6) 2015 01:10 pm; 120 mg/dl (B)(6) 2015 12:15 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause: user had an inaccurate reference. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer observed symptoms of headache. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 254 mg/dl and 233 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is not verified. Customer is concerned about the results that are above 200 mg/dl and thinks that her blood sugar level cannot be above 200 mg/dl. Recalled test results performed fasting from meter memory: 1:299mg/dl, (B)(6) 2015 01:15pm. 2:241mg/dl, (B)(6) 2015 01:15pm. 3:111mg/dl, (B)(6) 2015 01:13pm. 4:116mg/dl, (B)(6) 2015 01:10pm. 5:120mg/dl, (B)(6) 2015 12:15pm. Adverse event not reported.